Manufacturer narrative:
Visual inspection of the returned driver confirmed the fracture at the tip. The customer provided an x-ray which also confirmed the fracture. The lot number for the driver was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fractured driver tip inside the cover screw. The dentist explained that the implant was originally planned to be placed for the purpose of not losing bone, but it was never planned to be loaded.